Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, the fenestrated bipolar forceps instrument would not completely close when grasping tissue. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the customer confirmed that no arcing was observed during the procedure, and there were no related incidents such as sparking or smoke. No other instruments were in use that could be associated with an arcing event, and the event did not originate from any instrument involved in the complaint. Additionally, there were no patient injuries or adverse events reported during or after the procedure.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The single port (sp) fenestrated bipolar forceps instrument was analyzed and found to have a cracked molded insulator on the upper jaw. The crack measures approximately 3.02 mm in length and is located on the proximal end of the jaw. The grip base for the grip with the cracked molded insulator does not appear to be bent; however, the crack on the molded insulator is preventing the grip tips from completely closing. The complaint was confirmed by failure analysis. The probable root cause is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments. Excessive side loading on the instrument can also cause the main tube wall to collapse inwards leading to cracking and subsequent breakage.